Event description:
Needle attached to vaccine appropriately, checked for tightness. Upon administration vaccine squirted out of the needle near the hub. New vaccine readministered with another needle. Patient tolerated well.